Event description:
(B)(4). Since the essure procedure I've had nothing but health issues. Severe pain in my abdomen and lower back! Memory loss, headaches, vertigo, swollen and bloated to the point that I look pregnant again. I'm fatigue all the time no matter how much I sleep. I also bleed severely with huge blood clots when I'm on my period ( when my body desides to have one).